Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). On the same date eri was declared, a capacitor reformation was performed which yielded a charge time of 34.3 seconds. The device was explanted approximately nine months later. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.